Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material was not identified. The foreign material possibly remained in the nozzle since the reprocessing was deviated from the instruction manual. The area where the foreign material resided was not deformed. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the customer did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes, or sponges and the endoscope was not immersed in the detergent solution. The instructions for use states the detection methods associated with the event in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection; and the prevention methods in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.